Event description:
It was reported that the nurse opened package onto sterile field and handed implant to doctor. Doctor went to implant device when he noticed that product was actually a 26mm +8 head instead of 32mm +0.